Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal and distal end were flared. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 03-feb 2022. It was reported that balloon damage occurred. A 3.00 x 38mm synergy xd drug-eluting stent was selected for use. However, prior to load the device into the wire, it was noticed that the balloon was slightly inflated and not fully wrapped. It was also noted that there was accidental pressure applied to the balloon during preparation. A new stent was opened and the procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.